Event description:
See initial report.

Manufacturer narrative:
H.10: the replaced part was requested for further investigation. Visible signs of wear on some of the keys were noticed during the visual inspection as well as residues on the backside of the board. However, no problem have been detected during the functional tests. The most likely root cause is the presence of dirty/dust on the electrical contacts interrupting the connection. However, if this contributed to the issue remains unknown.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. He replaced the display panel board and was thus able to remove the issue. Following replacement, functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the function buttons on the patient side of a heater-cooler system 3t were not working during service. There was no patient involvement.